Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.